Event description:
The customer complained regarding axsym total bhcg imprecision. The customer states that false positive and false negative bhcg pt results were generated. One example of false negative bhcg resulst were provided. A pt sample was tested three times with the following results:1.76 miu/ml,24.50miu/ml,and 0.00 miu/ml. The pt was confirmed pregnant by an alternate method (not specified). No impact to pt management was reported.